Event description:
Procedure type: lap. Lar. Pt gender: unk. According to the reporter: when ligaclip was inserted into trocar, jaws were caught in versaseal and the seal was broken. On monitor it was confirmed that broken seal was adhered to device's jaw. However, nothing was adhered to jaw when the device was removed from cavity. A nurse stated, the broken seal was retrieved when the clip applier was fired outside of cavity after that. On monitors, no foreign material was confirmed in cavity and procedure was completed. No bleeding. No tissue damage. No pt harm. Operating room time not extended. Clinical sample was discarded at the site. No pt injury was reported.

Manufacturer narrative:
(B)(4).